Event description:
It was reported that the needle 25x5/8 rb experienced needle breakage within the patient, requiring surgical removal. The following information was provided by the initial reporter: material no.: 305122; batch no.: 7138960. It was reported that the needle broke off at the base of the hub during injection in the patient.

Manufacturer narrative:
Investigation: five (5) samples were received from the customer in two (2) baggies. One (1) bag contained one (1) complaint sample in an opened blister pack and the other bag contained four (4) representative samples in unopened blister packs. The returned samples were viewed using 10x magnification. No defects were observed in any of the representative samples. The complaint sample was found to be bent were the needle broke off; however, gaps in the epoxy indicated that the bending of the needle occurred after the needle was adhered in the needle hub with the epoxy. Therefore, root causes relating to the bd processes could be not determined. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle 25x5/8 rb experienced needle breakage within the patient, requiring surgical removal. The following information was provided by the initial reporter: material no.: 305122, batch no.: 7138960. It was reported that the needle broke off at the base of the hub during injection in the patient.